Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. Information was requested by baxter whether there have been a report of any patient incident involving this pump since the last baxter service event, whether or not the incident occurred during patient use or during biomed testing, regarding patient status, medical intervention, patient injury, age of patient, or medication involved, but not additional informaiton was available. Additional contact information was requested but no additional contact was identified.